Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two product samples were received for evaluation. Visual and functional testing were performed. Visual inspection found no discrepancies. Functional testing found the whole cuff was inflated without abnormalities. It was demonstrated that the two (2) cuffs were symmetrical, and no leak was detected. Devices passed all functional testing. No problem found. Root cause cannot be determined as the samples were successfully tested and no discrepancies were detected.d5 is the patient/consumer., corrected data: b5

Event description:
There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
It was reported that the cuff of the tracheostomy tube, while being tested during pre-test, the cuff inflates asymmetrically. There was no patient involvement reported.

Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.